Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and could no confirm the reported lost image issue. No issue was found with the cable and the technical service representative could not reproduce the fault. The spectrum smart cable was scrapped and a replacement cable was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was manipulated. The customer indicated there appeared to be a slight bulge in the cable near the hdmi connector. The procedure was completed using a second glidescope system, which was made available in approximately two (2) minutes. No harm to the patient or user was reported.